Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. A remote merlin.net transmission showed multiple non-sustained vf and rv lead noise episodes. Review of the episodes revealed that the initial episode started with a possible true ventricular arrhythmia below the lowest programmed detection rate. The rhythm further degraded and eventually was sensed as a vf. Intermittent undersensing on the ventricular channel was also observed due to variable r-wave amplitudes. A subsequent episode of vf was recorded and therapy was delivered but did not convert the rhythm; however a return to sinus was inappropriately detected due to intermittent undersensing. No other therapy was delivered.